Event description:
It was reported that the patient previously underwent a pump replacement with catheter revision secondary to catheter kink. The patient was under the care of a different physician. No other details were known/provided.

Manufacturer narrative:
Unknown implanted: unknown explanted: unknown. (B)(4).